Event description:
In a laparoscopic gastric bypass procedure, after the plcr60b reload had been fired, it was noted that two unformed staples remained stuck in the cartridge. The staples which were deployed on tissue were well formed. The health of the pt was not adversely affected by this event.

Manufacturer narrative:
The returned reload was found to have an unformed staple stuck in the cartridge as had been initially reported. There were no other anomalies noted with the reload, and so the root cause could not be determined. Eval summary: one jammed staple on reload on proximal end. Damaged tissue bumps. Retention post are not damaged.